Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read -high, however, a specific bg value was not provided. Reportedly, the pump supplies were changed and a manual insulin injection was administered to address bg level. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the cartridge was changed to address the issue.